Event description:
It was reported that the patient underwent a gynecological procedure to treat pop and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent uti, dyspareunia, vaginal bleeding, urinary urgency and urinary frequency.

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh removal, anterior and posterior colporrhaphy and cystourethroscopy on (B)(6) 2016 by dr. (B)(6), md due to pelvic pain, complications of pelvic mesh and dyspareunia.